Manufacturer narrative:
We have the tube where possible metal particle would be found. However, we unfortunately can not find any metal particle. The rest of the product was discarded by the customer, so we are not in the possibility to examine the product itself on abnormalities. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. In the review of the risk, foreign metal piece may cause retinal tear. Hence it is reportable. This complaint is not confirmed. All available information has been disclosed. This complaint has now been closed.

Event description:
A report has been received of an event that occurred in (B)(6). It was learned "our technician informed us about the following complaint. When making the incision with the trocar system a piece of metal dropped into the eye when making the incision with the trocar system 1272.ge206 of the above mentioned set, a piece of metal dropped into the eye on the retina. According to the surgeon the piece of metal came loose from the trocar itself. Luckily the surgeon could remove it from the eye fast, so we hope that there was no damage to the customer. A sample will be sent. All information has been disclosed.